Event description:
The reporter stated that the surgeon inserted a cq2015 three piece collamer lens. The lens haptic tore off upon insertion into the eye. The lens was cut into pieces to removed from the eye without enlarging the incision. No patient injury. This one of two lenses for the same pt see MFR report #2023826-2006-00729.

Manufacturer narrative:
Visual inspection of the returned product showed that one lens haptic was torn off and the other haptic was bent. The lens optic was in pieces. Clear surgical residue/debris on the product. Conclusion - based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.